Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04480. It was reported that via a merlin at home transmission non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing was observed. The device was post-paced t-wave oversensing on the ventricular lead when pacing. Programming changes were discussed but have not yet been made. The patient was an asymptomatic and there is no consequences to the patient.

Manufacturer narrative:
Corrected information: report source - company representative should be removed.

Event description:
New information received stating that programming change was made and the issue was resolved. Patient's condition was stable before, during and after the event.